Event description:
It was reported that intermittent oversensing was noted from both the right atrial (ra) lead and right ventricular (rv) lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. Dtbb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.